Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Multiple attempts have been made to obtain additional information, the response has been minimal. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in june, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. Note: not returned.

Event description:
It was reported that the patient underwent implant of a bard ventrio st mesh. As reported, the patient has experienced erosion of the mesh into the bowel, specifically the colon.